Manufacturer narrative:
The medical center discarded all impella prior in 2021. No investigation to root cause is possible. The jpvad registry did not furnish further details. No root cause is determined. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) in (B)(6) 2021 had an impella cp and ECMO support that was successful til wean and explant. Later in (B)(6) 2022 the jpvad registry noted an ischemic cva 2 days before explant. The event can not be investigated fully as all product and data were discarded in 2021.